Event description:
It was reported that the customer had a no delivery alarm about 3-4 weeks ago. Customer stated that the alarms occurred when she was using sets out of another box. Customer had 304 sets that she threw out due to no delivery alarms that occurred during the manual priming process. Customer has not had high blood glucose levels since she received a replacement pump. Customer reported that the no delivery alarm was resolved by an infusion set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.